Manufacturer narrative:
Device eval: the device was returned for eval. The eval is in progress. A follow up report will be submitted when the eval has been completed.

Event description:
The distributor reported a defect in the seal of the kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.